Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process the pump requested a minimum of 50 units. The customers blood glucose (bg) level was impacted (510 mg/dl) the customer stated that a manual injection would be taken to stabilize bg level. Reportedly, the customer accidently hit the "fill button" but wanted to change the cartridge when the minimum of 50 units appeared. The customer declined to provide information and to troubleshoot with tandem technical support. Customer stated that all supplies would be changed.